Manufacturer narrative:
B3: the date of event is estimated. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that closure of an unspecified access site was attempted using a proglide device relative to an interventional transcatheter aortic valve replacement procedure. Reportedly, at the time of deployment, the footplate was difficult to close. After deployment, the suture frayed and broke during knot advancement. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Two sterile/unused devices with lot # 3101542 and 3102341 were returned and were successfully tested with no anomalies noted. The investigation was unable to determine a conclusive cause for the reported difficulties. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.